Manufacturer narrative:
The explanted electrode is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The date of manufacture for this electrode is march 1, 2016.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient experienced high defibrillation thresholds. The s-ICD system sensed, detected, and delivered shocks at both 65 and 80 joules; however, the therapy did not converted the induced arrhythmia. External defibrillation was delivered to convert the patient. The s-ICD system was implanted and remained in service. At a later date, it was discovered that the electrode had dislodged and moved from its original implanted position during the resuscitation efforts at the implant procedure. A revision was performed and the electrode was explanted and successfully replaced. The s-ICD was moved closer to muscle for better contact. It was also noted that this patient is very large and the device is under approximately 10 cm of adipose tissue. Defibrillation threshold (dft) testing was performed and the system successfully converted the patient at 80 joules. The impedance measurement is in normal range at 66 ohms. No additional adverse patient effects were reported.